Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 198 mg/dl. In addition, it was report that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose level 170 mg/dl.